Event description:
The customer reported about 50 ml of diluent leaked from the bsv (blood sampling valve) manual probe area on startup which was not contained within the instrument. This occurred on the lh500 analyzer. No erroneous patient results were generated in connection with this event. In addition, no one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found pinch valve pv42 broken (guides for the I-beam tube for ff128 to ff148 were broken off) causing bsv probe to drip. Pv42 and associated tubing was replaced to resolve this issue. (B)(4).